Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have quality of life decreased ("ruined my quality of life") and experienced libido decreased ("low libido"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, quality of life decreased and libido decreased outcome was unknown. The reporter considered libido decreased, medical device removal and quality of life decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and impaired quality of life and libido decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event low libido was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have quality of life decreased ("ruined my quality of life") and experienced libido decreased ("low libido") and depressed mood ("I am super depressed"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal, quality of life decreased and libido decreased outcome was unknown. The reporter considered depressed mood, libido decreased, medical device removal and quality of life decreased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and impaired quality of life and libido decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced impaired quality of life ("ruined my quality of life"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the medical device removal and impaired quality of life outcome was unknown. The reporter considered impaired quality of life and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal and impaired quality of life. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.